Event description:
It was reported to medtronic minimed that the customer¿s insulin pump re-initializes without any warnings, or alarms and issue appeared several times per month. The customer reported no adverse event. The event involved product mmt-1711k. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1711k was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08755 inches. The pump was monitored, no unexpected pump restart noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further review of the formatted history file 1 week prior to the event date of 11-jul-2025, these pump error(s)/alarm(s) were noted: sensor expired alert (794) was found on: 07/08/2025 20:18:38.000 lost sensor 1 alert (780) was found on: 07/10/2025 08:03:00.000 lost sensor 2 alert (781) was found on: 07/10/2025 08:19:00.000 the pump was programmed with a test guardian link (2) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor expired alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history noted during testing. Per r&d engineer, mark freger: I have analyzed history and traces for this teld pump for the event date( july 11, 2025) and did not find any records pointing to the pump re-initialization (restart). Unfortunately, the detail traces do not cover the event date. Also, I did not find the evidence of the following statement: ¿issue appears several times per month¿. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.36 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Customer alleged for unexpected pump restart (pump re-initializes, issue appears several times per month) (no current code/category) and audio/vibrate anomaly/absence of alarm (pump re-initializes without any warnings, or alarms) were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.